Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that during a spine fluoronav procedure with a ge (B)(4) 9600 c-arm and navigation system. They were in navigate and adjusting the projection size when the application exited. He had to relaunch the application and they were able to proceed with navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.